Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary, the dosage form for lorazepam had changed. The correct dosage form for lorazepam injection should have been either vial or ml. However, for the second time, the dosage form switched to injection and prompted to remove two injections. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lorazepam dosage form flipped incorrectly. A technical support specialist did not found any medication with the customer provided medication identification number. So tss demanded correct medication identification (med ID) number and order identification (order ID) number for further investigation about the issue, but the customer didn't have that, so the tss advised the customer to open a new case with med ID and order ID if the issue persist again. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary, the dosage form for lorazepam had changed. The correct dosage form for lorazepam injection should have been either vial or ml. However, for the second time, the dosage form switched to injection and prompted to remove two injections. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.